Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 7752, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient was unable to make adjustments using their patient programmer, both with or without the antenna attached. It was noted the patient experienced a ¿communication problem.¿ it was further noted the patient could not communicate with his implantable neurostimulator (ins) using a patient programmer or recharger for the week prior to report. It was stated the patient observed the ¿reposition antenna screen on both devices.¿ the patient reported he had ¿done all that¿ and the ¿batteries were all charged up.¿ it was noted the patient had not tried to hold the patient programmer directly over the ins (without use of the antenna) at the time of report. It was noted the patient had ¿poor communication¿ while moving the recharge antenna in different positions. It was stated the patient had ¿last recharged about ten days¿ prior to report. The patient noted they ¿typically recharged every two days¿ and that they ¿hurt since they had not been able to recharge.¿ the patient also noted the ins ¿allowed him to get out of bed and walk.¿ it was also reported the patient experienced a ¿loss of therapeutic effect.¿ it was stated the patient had ¿increased baseline pain¿ at the time of report. The patient reported ¿their weight fluctuated¿ and the ins ¿moved around a little.¿ the patient noted they were bipolar and that their weight fluctuated ¿depending on which phase they were in.¿ it was further noted the patient could ¿lose (B)(6) and then gain it back.¿ it was stated that at the time of report, the patient ¿had lost weight recently.¿ the patient stated their ins ¿moved around more than it ever had.¿ additional information reported the patient experienced an overdischarge of his ins. It was stated ¿patient compliance was the primary reason for overdischarge.¿ it was noted the patient last felt stimulation and successfully recharged one to two months prior to report. It was noted the patient did not have insurance at the time of report and had issues with meeting with their physician. The patient was redirected to his health care provider (hcp). A supplemental report will be filed if additional information is received.